Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 10/12/2007. Additional information was requested on 09/18/2007, 09/21/2007 and 10/09/2007 by phone, fax and mail. Additional information was received 09/18/2007. A completed questionnaire has not been returned.

Event description:
A surgeon reported, that following bilateral intraocular lens (iol) implant surgery, a patient reports seeing halos. Additional information, including patient status, has been requested. Left eye MDR #1119421-2007-00414. Right eye MDR #1119421-2007-00415.